Manufacturer narrative:
Investigation of the returned sample is currently in progress. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The caller stated the pt had a new trach placed yesterday and today while replacing the inner cannula the flange disconnected from the outer cannula and came out with the inner cannula. The flange that disconnected was then connected to the trach with a red tie by the ent physician. They will be removing the trach next week, and this will be a reintubation since the trach is being replaced under the 29 days and for the failure.